Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to dislodgement. No additional adverse patient effects were reported.